Manufacturer narrative:
Reference record (B)(4). Catalog number is the us list number. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, the consumer reported increased regurgitation, vomiting, and infection around the peg site. The patient is currently being treated with unknown antibiotics, and stoma site is improving.